Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the ippc had problem. Field service engineer (fse) checked and confirmed that device prompts a warning " fluo storage not possible¿. Fse checked the post result and found the ippc does not start up. To resolve the issue fse replaced the memory of the ippc, battery of ippc mainboard and recreated the image disk database of ippc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the ippc didn't boot up. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.